Manufacturer narrative:
The reported event was patient death. As received, the connector portion of the lead was returned for analysis. Final analysis did not find any anomalies except for procedural damage. No anomalies were detected.

Event description:
It was reported that the patient died due to unknown causes. The patient's implantable cardioverter defibrillator (ICD), right ventricular (rv) lead, and right atrial (ra) lead were explanted.

Manufacturer narrative:
Correction: h10 related report numbers added.